Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system does not start up. The absence of the system log files at the time of the event indirectly indicated a system boot-up issue. Upon troubleshooting, fse found a software problem that prevented the system from starting. To resolve the issue, fse reloaded the software in the system, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up process. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.